Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2004 the patient presented with pre-op diagnosis: lumbar disc protrusion with foraminal stenosis l5-s1 on the right. Lumbar disc protrusion with l4-5 lateral recess stenosis on the right. The patient underwent: lumbar decompressive laminotomy, disc exploration, nerve root decompression with foraminotomy l5-s1 and l4-5 on the right. The patient was returned to the recovery room in the stable condition. On (B)(6) 2006 the patient presented with pre-op diagnosis: l5-s1 disk protrusion. Status post prior l5-s1 decompression. Low back pain. Radiculopathy. Obesity. Hypertension. The patient underwent: lumbar re-exploration l5-s1. Segmental posterolateral fusion l5-s1. Segmental fixation l5-s1 . Harvesting of bone graft. As per op notes, at first re-exploration was done at l5-s1. Then implantation of the pedicle screws and attempt was made to create room for implantation of interbody implants. The 5.0 x 40mm screws were advanced into position. The pedicle screws were then articulated to pre-bent titanium rods and used to create some distraction. At this point it was decided to do an alternative fusion in the posterolateral anatomy to fixate the pedicle screw construct and one could consider augmenting this fusion from an anterior interbody approach at a later date if necessary. Bone graft was harvested and packed laterally with bmp pledgets. The pedicle screws were then articulated to the pre-bent titanium rods and secured in the standard fashion. The patient had some low saturation and therefore spent extra time recovering in the recovery room until it was resolved. The patient appeared to be in satisfactory condition. On (B)(6) 2009, the patient presented with pre-op diagnosis: l4-5 stenosis. Status post l5-s1 instrument fusion. Soft tissue ri ght-sided intraspinal extradural mass lesion suggested to be a hemorrhagic synovial cyst by the radiologist. The patient underwent: removal of segmental fixation hardware. Partial takedown of prior fusion due to marked hyperostosis of the bone engulfing the prior instrumentation. A re-exploration l5-s1 on the right. A re-exploration l5-s1 on the left. Bilateral decompressive laminectomy l4. Exploration, microsurgical dissection for gross total extirpation of an extradural fibrotic mass markedly adherent to the dura. Specimen sent for pathology. Segmental fixation of l4 to s1 (peek fixation). Posterior lateral lumbar fusion l4-5, l5-s1 bilateral. Harvesting of morsellized bone graft. As per op notes, the prior surgical bed was re-exposed and there was marked overgrowth of the bony fusion completely engulfing the fixation hardware such that the titanium screws and rods could not be seen. Part of the prior fusion was taken down and the screws and rods were taken out. Screws 7.0 x 40mm were replaced. Then attention was turned to the re-exploration at l5-s1. Through the lateral recess, the exiting nerve root was exposed and widely decompressed. Same was done for right side. Decompression of the symptomatic exiting nerve roots. The central canal was widely decompressed. Attention was turned to the l4 pedicle. 6.5 x 40mm screws were advanced into position. The previously decorticated fusion bed appeared to be thinned out by the amount of drilling so it was decided to reinforce this with additional fusion on both sides and the fusion was carried up to the l4-5 level. Bone graft was harvested and packed posterolaterally at 4-5, 5-1 on both sides. Pedicle screws were articulated to 50mm pre-bent peek rods and secured. Fluoroscopy showed satisfactory alignment of spine and position of fixation hardware. Patient was transferred to recovery room in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.